Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/30/2021. H.6. Investigation: customer returned a safeclip. There is no external damage, but the port for needles to be placed in and clipped has become clogged with metal fragments, most likely other needles. From observations, the device may have become clogged during regular use after numerous uses. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample received, bd was able to confirm the customer¿s indicated failure of the device not clipping due to a jam. The root cause of the device being jammed is most likely needle debris obstructing the port of the device after numerous needles were clipped by the device over the course of its lifetime.

Event description:
It was reported that a needle clipping device safe clip was jammed during use. The following was reported by the initial reporter: "it was reported that it is hard to insert the needle into the hole. Verbatim: consumer reported finding its hard to insert the needle into the hole. Using the 12.7mm insulin syringe with 2xs a day injection and the 4mm, 32 g pen needles, also 2xs a day injection. This current product was a replacement sent to her by bd cs0037820 dated 12-14-2020lot # 1334211catalog# 328235. Date of event (B)(6) 2021. Sample status awaiting sample."

Manufacturer narrative:
The manufacturing location for this product is (B)(4) . This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a needle clipping device safe clip was jammed during use. The following was reported by the initial reporter: "it was reported that it is hard to insert the needle into the hole. Verbatim: consumer reported finding its hard to insert the needle into the hole. Using the 12.7mm insulin syringe with 2xs a day injection and the 4mm, 32 g pen needles, also 2xs a day injection. This current product was a replacement sent to her by bd cs0037820 dated 12-14-2020lot # 1334211catalog# 328235date of event 03/25/2021sample status awaiting sample"